Event description:
Per the medical records provided: on (B)(6)2005, patient had an umbilical hernia repaired using a ventralex hernia patch. On (B)(6)2006, patient felt her hernia redevelop due to heavy lifting associated with her work. On (B)(6)2006, patient presented for repair of a recurrent umbilical hernia using a composix kugel mesh. Patient was noted to have a hernia defect to the right of the umbilical area. The old ventralex mesh was excised. On (B)(6)2006, patient presented with abdominal pain, nausea and vomiting. Patient underwent exploratory surgery. The mesh was noted to be intact below the fascia and was opened vertically centrally with care taken to avoid damaging any underlying viscera. Small bowel was noted to be matted together, densely adhesed. Surgeon noted this may very well have been the original adhesions to old hernia repair at the supra umbilical site. These were old adhesions, not fresh adhesions from her most recent operation. The greater omentum was pulled down over the anterior abdominal contents and the mesh closed.

Manufacturer narrative:
This MDR includes all patient, event and device information davol has received to date. The medical records provided did not include a statement or indication that there was a possible or suspect device failure related to the bard mesh. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. See MDR 1213643-2007-00811 for information related to the composix kugel mesh implanted on (B)(6)2006.